Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-58 lead, implanted (B)(6) 2009; 5076-52 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that one day after the implant procedure, the patient experienced diaphragmatic stimulation due to the left ventricular lead when the pacing vector was tip-to-coil. It was noted that tip-to-ring also caused stimulations. In ring-to-coil, the threshold was high, but the stimulation was resolved so the lead was reprogrammed to the ring-to-coil pacing vector and remains in use. No further patient complications have been reported as a result of this event.